Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that stent damage occurred. The over 85% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced but friction was encountered while trying to cross the lesion. The device was removed and it was noted that some of the proximal stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR.: promus premier ous, mr, 3.5x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first distal strut was lifted and pulled in a distal direction. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter was measured and the result was within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The over 85% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced but friction was encountered while trying to cross the lesion. The device was removed and it was noted that some of the proximal stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.